Event description:
As reported by the study, this a male pt presented to cardiac cath in 2007 and 3-vessel disease was found. The primary indication for intervention was stable angina pectoris. Pci was performed on a lesion in the 1st diagonal and a 2.5x8mm cypher select plus stent was deployed at 12 atm with satisfactory results. Post-dilatation was conducted with a 2.0x12mm balloon at 12 atm due to insufficient flow. The pt was discharged 3 days later. Re-pci's were later conducted in 2008 to treat new lesions in the first obtuse marginal, proximal lad, and the proximal circumflex. The lesion in the proximal lad had 75% stenosis. It was treated with a 3.0x9mm endeavor stent. It is not known if the lesion was within 5mm of the cypher stent used to treat the 1st diagonal during the index stent.

Manufacturer narrative:
This device is distributed outside the us; however, it is similar to the us product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.